Event description:
Information received with return of the explanted device notes that the patient presented to the emergency room and was diagnosed with recurrent syncope. An ECG revealed complete av block, failure to capture and premature battery depletion. A new device was implanted without complication.